Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient has a confirmed infection. The patient was just implanted on monday, so the infection happened between (B)(6) and now. The patient has been put on antibiotics as a result. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the infection is unknown. No additional actions have been taken to resolve the infection and the infection has not been resolved. No further information was reported.